Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and buttons of the insulin pump were not responding. The customer's blood glucose level was 500 mg/dl and customer was admitted to the hospital due to two heart attacks. The customer also stated that the hospitalization was not related to the blood glucose level. The insulin pump will not be returned for the analysis.